Manufacturer narrative:
The insulin pump was received with no button response due to unlocked j2/lcd keypad connector. Unable to perform self-test, unexpected error test, operating currents, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to no button response. Unable to confirm absence of occlusion, low reservoir and excessive no delivery alarms due to unresponsive buttons. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner near the escape button and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of absence of no delivery alarm and damage on the insulin pump. The customer's blood glucose level was 23.1 mmol/l at the time of the incident. The customer stated that the reservoir was empty but she did not receive a low reservoir alarm. The customer stated that the pump passed self-test. The product was returned for analysis.